Event description:
It was reported that this inflatable penile prosthesis (ipp) was autoi-inflating and could not be deflated, causing pain for the patient. Also, it was said that the pump seemed to be upside down, making difficult to use. A follow-up evaluation by the physician is planned.

Manufacturer narrative:
There was no device available for analysis as records indicate that it remains implanted; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of pain is a known risk associated with implant of these devices as indicated in the instructions for use (IFU).